Event description:
It was reported that a malfunction alarm occurred involving a software error. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returns.